Event description:
It was reported that the patient lost motor function in left limb when passing elevator was inserted. Patients motors slowly improved once removing the passing elevator. Motored returned to normal but the physician decided not to move forward with the implant for the trial. The product was discarded per hospital policy.